Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy due to an atrial arrhythmia with rapid ventricular response verses ventricular fibrillation (vf). The cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced. No further patient complications have been reported as a result of this event.